Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated that they are unable to feel stimulation on any of the programs. The patient stated that they have increased on all programs to at least 6 and they do not feel stimulation. The patient confirmed that there have been no falls. No further complications were reported.